Event description:
It was reported by service report that the nurse call was not functional due to a damaged communication cable. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: communication cable.